Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The investigation found foreign objects coming out from the forceps channel. Additional findings were as follows: breakage of switch2, insufficient cleaning (handling problem), perforation caused by endotherapy accessories (handling problem), deterioration or discoloration due to chemical stress during cleaning disinfection and sterilization, deterioration or breakage (chemical stress / physical stress), and fluid invasion from body control unit, the angle wire became longer than normal, decrease of output light (light guide broken/light guide bundle yellowing/irregularity of the lens), corrosion or breakage of the suction cylinder, insufficient angle, forceps channel air leakage, operation unit flooded, up/down plate flooded, light guide bundle flooded, light guide serpentine submersion issue, and operation part insulation failure. As a result of confirming DHR, it was confirmed that the device was shipped in compliance with specifications. It has been over fifteen years since the subject device was manufactured. Based on the results of the investigation, it is thought that physical damage may have prevented the removal of foreign objects. However, the cause of occurrence for occurring physical damage could not be identified since no further information could be obtained. Confirmation of image of foreign object did not lead to identification of the foreign object. This issue is addressed in the instructions for use (IFU): "the following items are included in the instruction manual regarding reprocessing methods for foreign object from forceps channel: chapter 5 safety for cleaning, disinfection and sterilization. Chapter 6 application and conditions for cleaning, disinfection and sterilization. Chapter 7 cleaning, disinfection and sterilization procedure. Chapter 8 combination use with cleaning/disinfection device". The following items are included in the instruction manual regarding handling of the equipment to prevent foreign object from forceps channel and forceps channel air leakage: "if the endoscope is curved to a large angle, the force required to insert and remove the instrument is greater. If there is significant resistance to insertion or removal of the instrument, return the bend angle of the endoscope to the point where it can be inserted or removed lightly. Forcible insertion or removal may damage the endoscope and instrument. Do not open the tip of the endotherapy accessory or extend the tip of the endotherapy accessory from its sheath while inserting the endotherapy accessory into the channel. The endoscope and/or the endotherapy accessory may be damaged. Inserting the instrument into the forceps opening of the t-tube at an angle increases resistance, so be sure to insert the instrument straight. Also, hold the instrument close to the t-tube and insert it slowly in the axial direction of the forceps opening of the t-tube. Failure to do so may cause the sheath of the instrument to bend." Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that the visera cysto-nephro videoscope remote switches were nonfunctional. The customer stated abnormal switch operation feeling (hard, no click feeling) - switch breakage). Inspection and testing of the returned device found foreign matter came out of forceps channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.